Event description:
Reportable based on analysis completed (B)(4) 2013. It was reported that during a intervention procedure, the device tip was stretched. The target lesion was located in carotid artery. The physician noted that during the procedure the amplatz super stiff guidewire spring tip was "a little loose." The guide wire was easily removed and the procedure was completed with another amplatz super stiff guidewire. No patient complications were reported and the patient status is stable however; returned device analysis revealed pealed coating.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the distal end was bent at 258.4cm from the proximal end. Also the device presents jump coil at 12.5cm from the distal end and little peeled sections. All dimensional measurements were within device specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).